Event description:
Patient revised to address loosening of tibia caused by poor bone quality, found polyethylene wear on insert.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported event, however, provided information indicates patient poor bone quality was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.